Manufacturer narrative:
(B)(4). Device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. The 12cm target lesion was located in the right superficial femoral artery (sfa). A 7fr. Sheath was placed and a guide catheter and guide wire were used to cross stenosis. The non-bsc guide wire was removed and exchanged for a long .014 thruway wire. The jetstream&#59416;c atherectomy catheter was inserted and treatment initiated. Two passes were made using the 2.1 min tip. About halfway down on the second pass the catheter aspiration slowed dramatically. Physician was concerned lost aspiration and the risk of distal embolization so catheter was removed. A new jetstream catheter was primed and inserted and case was completed successfully with only a 3 minute delay due to prepping time of new jetstream. No patient complications were reported.